Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and found that the tip clamp sleeve was stuck in the up position and that the plunger clamp at position #7 was broken. The fse replaced the plunger clamp and tip clamp and cleaned the tip clamp sleeve. Fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.